Manufacturer narrative:
Evaluation summary: two devices were received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the devices were tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the devices to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, after 10th sealing of vessel, the surgeon pulled the device triggered and dissected, then opened the handle to open the jaws and felt the resistance. After that, surgeon used the reported product for a several times, and pulled the trigger and dissected, but the knife got stuck in the middle and did not return. Surgeon returned the trigger to the initial position forcibly and stored the knife, but stopped using the reported product. Replaced with new similar device and it worked fine which completed the procedure. There was no patient injury.